Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that, after successfully connecting to this device, it was difficult to update the firmware. Technical services advised to scan for the device from the main programmer scree and then try again. Once done, the firmware upgrade was completed. There were no adverse patient effects. The device remains implanted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event text for more information regarding the specific circumstances of this event.